Event description:
Customer reports the implanted valve's housing was torn in half. The valve was explanted and replaced. It is suspected that the valve was placed in the lumbar region which is not in accordance with product labeling.